Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information:evaluation codes narrative text. The ultra delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the no abnormalities after gross visual examination. Review of the procedural imagery provided by the site revealed incomplete valve deployment. During functional testing of the returned delivery system, the balloon was inflated with water. A pinhole was discovered on the proximal tapered shoulder of the inflation balloon. Since a pinhole leak was found on the tapered proximal shoulder of the inflation balloon, the complaint for balloon - leakage was confirmed. No relevant balloon dimensional measurements were taken. Lot history review revealed no other similar complaints for balloon ¿ leakage. Complaint history review from april 2018 through march 2019 for the edwards ultra delivery system (for all models and sizes) revealed other similar complaints for balloon ¿ leakage. A review of complaint data for march 2019 revealed that the complaint rate did not exceed the monthly trigger for action the appropriate complaint code category. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. During the manufacturing process, the delivery system is visually inspected and tested several times throughout the process. The balloon undergoes multiple visual and dimensional inspections. The components of the delivery system undergo multiple inspections. During final inspection, the device undergoes visual and dimensional inspections. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. In this case, the complaint for balloon ¿ leakage was confirmed during functional testing of the returned device. As reported, there was difficulty advancing the ultra delivery system through the tortuous aortic vasculature of the patient prior to valve deployment. Tortuosity may cause non-coaxiality between the distal end of the delivery system, increasing frictional forces and making it difficult to advance the delivery system. The frictional force may then cause the crimped valve apices / legs to puncture the proximal tapered shoulder of the inflation balloon, as the proximal tapered shoulder of the inflation balloon compresses into the valve apices / legs during the delivery system advancement in and through the patient¿s tortuous aortic area. Additionally, the observed pinhole on the inflation balloon may have also occurred due to calcification - in and around the aortic annular region ¿ puncturing the inflation balloon during valve deployment. Although a definite root cause was not able to be determined, the available information suggests procedural factors (manipulation of the devices), in addition to patient factors (tortuous aortic vasculature, aortic annular calcification) may have contributed to the balloon leakage observed in the initial delivery system. Since no manufacturing non-conformances, no labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the complaint control limits, neither a product risk assessment, nor preventative or corrective actions were required.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 26mm sapien 3 ultra valve and ultra delivery system were advanced through the axela sheath without issue. At the tortuous area of the aorta, difficulties were encountered advancing the delivery system/valve. After manipulation of the devices, the delivery system and valve were able to be advances up and over the arch. The valve was positioned. During valve deployment, the balloon had a leak and the valve could not be expanded all the way. Blood was observed flowing back into the delivery system. The delivery system was removed without issue. A new ultra delivery system was prepared and used to post dilation the valve. The valve was fully extended and stable. No injuries to the patient were reported. At the time of the report, the patient was in stable condition. Information regarding the native annular diameter and degree of valvular calcification was not provided. It was reported that the patient had a ¿very¿ tortuous aorta. The ultra delivery system is being returned to edwards lifesciences for evaluation. The valve remains implanted in the patient.